Event description:
Patient has a heartware hvad (lvad) which has been recalled by the FDA due to the device adverse event profile as compared to other commercially available pumps. One of these adverse events with a higher than expected rate is cerebrovascular accident (stroke) (cva). This patient reported left sided weakness, and at that time noted the symptoms to have started the day prior while inpatient at uf. This symptom is not what brought her to the hospital. International normalized ratio (inr) 3 weeks prior was therapeutic at 2.0 and was 1.8 the following day. Patient's complaints were noted in the setting of supratherapeutic inr. Upon patient's report of symptoms, a CT scan was ordered and revealed an acute subarachnoid hemorrhage. This midas event is being entered for the purpose of reporting this medical device adverse event to the FDA. Medtronic clinical rep notified of this event. Log files were obtained to rule out elevated pump powers which would suggest an embolus traveling through the pump to the brain; log files did not show power spike.